Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm during initial drain on the homechoice (hc). During troubleshooting the alarm with the technical service representative (tsr) the home patient (hp) reported there was air throughout the patient line. Tsr assisted hp end the therapy and explained to discard supplies. Product surveillance followed up with the hp on (B)(6) 2010 regarding the report of air in patient line. The cause of the air in the patient line was undetermined. The hp has continued therapy and there was no injury associated with this reported event.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm with a report of air in the patient line during initial drain was not confirmed due to a lack of sample. The cause was undetermined. A batch review was performed for lot number; h10g08022 with no defects noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq(B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.